Event description:
The complained event was re-evaluated by synthes based on the reported information and the following was determined: no fragments were generated when the complained device broke; there was no surgical delay; there was no patient harm or need for medical intervention; the complaint part number does not have a history of death or serious injury complaints for the reported condition; and, a back-up device was readily available to complete the procedure. Based on this information this event is not considered a reportable malfunction and therefore, the previously submitted medwatch report is hereby rescinded.

Event description:
It was reported that during a four-level cervical fusion (c3-c7) with zero-p, the cardan joint of an angled screwdriver broke during fixation of most cranial c3/c4 implant. The surgeon had stated it happens that the sphere touches osteophytes of the vertebral body and the screwdriver blade slips from the interface. There was no reported surgical delay. This complaint involves one unknown angled screwdriver.

Manufacturer narrative:
Patient information not provided by reporter. Report is for one (1) unknown angled screwdriver device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The complained event was re-evaluated by synthes and this event is not considered a reportable malfunction and therefore, the previously submitted medwatch report is hereby rescinded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.